Manufacturer narrative:
The pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. All the buttons functioned properly. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes clinical manager reported via phone call that the customer was in the hospital and she had just programmed her new insulin pump. Customer did not have the return box and envelope to send the old pump back. Customer declined troubleshooting for anything hospitalization related. Customer declined to provide any information on the incident as she was still in the hospital. In a previous call, the customer reported that the buttons were hard to push on the pump. Customer stated that she lost strength in her hands. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed the displacement accuracy test.